Manufacturer narrative:
(B)(4). The insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected and low battery alert. The adapt tool confirmed power error detected and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Notification light did not stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.